Event description:
It was reported that syringe ns 1ml ls leaked during use. The following information was provided by the initial reporter: we have received a complaint from our customer in relation to luer slip syringe 1ml no. 300328, from lot no. 1907050, quantity 1. This defective syringe no. 300328 is leaking from the plunger part. This syringe wasted expensive eylea solution, and therefore the customer is unhappy and adamant for an investigation and a probable root cause. I can confirm the syringe is contaminated with eylea solution and water.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/6/2020. H.6. Investigation: one used sample was received for evaluation by our quality engineer. Through visual inspection of the sample, a leakage past the stopper ribs was observed. After further inspection, there was no damage noted in the syringe or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger. A device history review was performed for the reported lot 1907050, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness verification of the stopper. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe ns 1ml ls leaked during use. The following information was provided by the initial reporter: we have received a complaint from our customer in relation to luer slip syringe 1 ml no. 300328, from lot no. 1907050, quantity 1. This defective syringe no. 300328 is leaking from the plunger part. This syringe wasted expensive eylea solution, and therefore the customer is unhappy and adamant for an investigation and a probable root cause. I can confirm the syringe is contaminated with eylea solution and water.